Event description:
The customer reported that the compressors on the companion 2 driver would turn on and off randomly while the driver was connected to hospital wall air. Additionally, the customer reported that the pressure relief valve noise was distressing to the patient. The patient was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.